Event description:
The customer reported a depleted battery. There was no patient involvement where this occurred in testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.